Event description:
The customer observed a false positive architect total b-hcg result for one patient. The same sample was repeated which generated a negative result. Carryover contamination of the sample probe is suspected as the previous sample had a high-value total b-hcg result. The following data was provided: (B)(6) 2022 sid (B)(6) initial result = 1600 miu/ml (positive), repeat result = negative no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and determined the architect probe was the likely cause of the issue due to possible carryover contamination. The fsr resolved the issue by replacing the probe. No additional discrepant result issues have been reported since the probe was replaced. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the architect probe, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module serial number (B)(4) or the architect probe was identified.